Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer technical support assisted in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump with instructions to report any future issues.